Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03866. The pt reported the experiencing heating at his scs ipg pocket site while charging. Subsequently, a low energy replacement charging system and was advised of the new charging duration. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall: 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.